Manufacturer narrative:
Service was dispatched. Beckman coulter field service engineer (fse) found no evidence of fluid leak upon review. Inspected syringe fittings, probes, tubings and valves without issue. Ran 20 replicates of magnesium (mg) and triglyceride (trig) without issue. Review of customer provided data reveals initial result of 0.1 mg/dl was flagged with g. Flags: the system generates flags when the system encounters a condition that can affect the result. This condition can range from minor warnings to severe errors that require attention immediately. Review each flag and identify the root cause, and perform the corrective action. Do not report any result with an unresolved or unexpected flag. When in doubt, always consider repeating the sample analysis, and diluting or condensing the sample if necessary. Results is lower than the dynamic range. Possible cause: incorrect dynamic range is programmed, the clinical context of the patient, insufficient reagent dispensing, insufficient sample dispensing. Corrective action: confirm that the correct dynamic range is programmed in specific test parameters. Review the result in the clinical context of the patient and repeat if necessary. Confirm the correct operation of the reagent probes. Confirm that the reagent bottles are in the correct position. Inspect the sample for bubbles. (B)(6).

Event description:
On (B)(6) 2017, customer reports multiple erroneous results for two (2) patient samples involving the au680 chemistry analyzer. The erroneous result were reported out of the laboratory and later amended. The samples were reran on the same analyzer with results considered correct. However, customer reports (B)(6) was admitted to hospital for alternate reasons and was provided two (2) doses of magnesium (mg) due to the erroneous low mg result reported.